Event description:
As reported via the (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome, bradycardia and hypotension. At the time of the index procedure, angiography revealed 60% stenosis of the ostial left internal carotid artery. The lesion was described as mildly calcified and ulcerated. The reference vessel was 6.0 mm in diameter and mildly tortuous. Pre-procedure rankin and nih stoke scale scores were 0 and the patient was asymptomatic. An angioguard rx with a 6 mm basket was deployed beyond the target lesion and an 8.0 x 50 mm precise pro rx was implanted at the target lesion by direct stenting. Immediately after stent implantation, the patient's heart rate dropped to 5 beats per minute and systolic blood pressure dropped to the 40's. The patient also experienced expressive aphasia and right facial droop. The patient was treated with atropine and dopamine drip and was given narcan to reverse the versed. According to the investigator, the patient experienced cerebral hyperperfusion syndrome. The symptoms fully resolved after 20 minutes with no residuals. The angioguard was retrieved with no debris noted in the filter basket. The patient left the angiography suite without neurological deficit. According to the investigator, the event was related to the index procedure and not cordis product. The patient was discharged two days after the index procedure with rankin and nih stroke scale scores of 0.

Manufacturer narrative:
Concomitant medications included: plavix, clopidogrel, versed (intra-procedure), and bivalirudin (intra-procedure). Concomitant medications included precise pro rx (lot# 15604498, cat# pc0840rxc). Additional information will be submitted within 30 days of receipt. This is one of two devices involved in the event with manufacture report numbers: 9616099-2012-00403 and 1016427-2012-00101.